Manufacturer narrative:
PMA/510(k)#: k011369, k122558. (B)(4). Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a detached device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. The 8d team leader performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. This review did not identify any nonconformance or specific event related to the reported condition. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Based on investigation conclusion a syringe can only become detached if syringe capture features or the flange of the syringe get damaged/broken or if the syringe receives an impact after syringe insertion which causes it to unclip from the device. Based on the photos no damage or deformation can be seen on the device which would make it sensitive to syringe unclipping. The flange of the syringe seem to be intact, not broken. Therefore, the syringe most likely became detached as it was not clipped into the device properly or it received an external impact after syringe insertion which caused it to unclip from the device. None of these causes are related to bd process. Rationale: complaint is unconfirmed.

Event description:
It was reported that ultrasafe x100l png clear nvs stein was damaged. This was discovered during use. The following information was provided by the initial reporter: the patient reported that when the syringe was opened, the plastic body of the syringe was moving. The patient held the body of the syringe and successfully injected herself. At the end of the injection, the needle retracted and blocked the body of the syringe, and then the body of the syringe was not moving anymore. The injection was considered complete.